Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
During post-implant follow-up, the patient presented with dyspnea. Diagnostic imaging revealed pericardial effusion due to a cardiac perforation caused by the right atrial (ra) lead. Further treatment was provided to the patient. Further information has been requested but not received.

Event description:
Additional information received indicates that diagnostic imaging was performed and found no signs of cardiac perforation. Pericardiocentesis was carried out to resolve the event. The patient was stable with no adverse consequences reported.

Event description:
Additional information received indicates that the patient had worsening pericardial effusion. Diagnostic imaging revealed the pericardial effusion likely due to a cardiac perforation caused by the right atrial (ra) lead. The ra lead was explanted and replaced to resolve the event. The patient was stable.